Manufacturer narrative:
The patient is 66 inches in height. An event regarding a recurrent dislocation involving an unknown knee was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was provided for review. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review.

Event description:
The reporter's mother had a knee replacement in (B)(6) 2006. For the last three months her right knee had dislocated four times. Doctors are saying that now her knee needs spacer.

Event description:
The reporter's mother had a knee replacement in (B)(6) 2006. For the last three months her right knee had dislocated four times. Doctors are saying that now her knee needs spacer.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.